Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2015, at 06:12am, she obtained results of "69 and 137mg/dl" on the subject meter, when the tests were performed within 20 minutes of each other. Based on statistical methodology, the calculated difference in results exceeds lifescan's criteria for precision. The patient manages her diabetes with oral medication, diet and exercise and at 06:15am on (B)(6) 2015 consumed food or drink. The patient stated that "14 minutes" after the alleged meter issue occurred, she developed a symptom of "shakiness", however denied receiving any medical intervention. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. Replacement products were sent to the patient. This complaint is being reported as the patient suffered symptoms suggestive of a serious hypoglycemic event after the alleged meter issue occurred.

Manufacturer narrative:
Follow-up # 2. The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record (DHR) was done on the subject meter lot, which was found to have a deviation. The planned deviation is due to an airline transportation requirement that has no adverse impact on the product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 3 device evaluation. The lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The retain test strips have been further evaluated by lifescan product analysis with the following findings: although it was previously reported that the retain test strips failed performance testing with blood, the evaluation has concluded that the retain test strips passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The retain test strips failed the performance testing with blood/control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.